Event description:
It was reported that renasys touch is not charging. Charging cable is properly connected and the battery indicator at the side of pump was lighted up during charging but the screen does not shown as charging. Patient did not cover the pump with a bag when charging. Issue was not resolve despite turning off and on. No harm or injury was reported. Treatment finished with s&n backup device.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.